Event description:
The pt is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is also reported by the pt's counsel that the pt received a tm patella on (B)(6) 2007 and was revised on (B)(6) 2013 due to pain. The pt's counsel also reports that he was diagnosed with loosening. Note that the nexgen cr-flex is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.